Manufacturer narrative:
Retained testing performed at ocd mts using known a group a positive donor samples with mts monoclonal grouping card lot #060309037-29 was satisfactory. False positive reactions were not noted in the anti-b microtubes. Gel cards performed as expected at the ocd site. Batch record review was within release specifications. Gel card IFU instructs the user to perform visual inspection of card prior to use and cautions the user not to use cards if the liquid level in the microtube is at or below the top of the gel matrix. In addition, cards that show signs of drying, discoloration, bubbles, crystals, or other artifacts should not be used. The customer may have used gel cards that exhibited low liquid levels and dried gel, which resulted in the false positive reactions. A complaint review indicated no other similar complaints have been logged against lot #060309037-29. User error could not be ruled out as a contributing factor. Incident is isolated. (B)(4).

Event description:
The customer reported obtaining a false positive result in the anti-b microtube using the mts a/b/d monoclonal and reverse grouping card lot# 060309037-29 with a group a positive patient's sample. The customer indicated that the anti-b microtube had a very low fluid level - almost completely dried. The customer indicated that the forward and reverse types did not match. The patient had a history of having a group a positive blood type. No erroneous results were reported. False positive test results can lead to transfusion of incompatible. Blood.